Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery became hot to touch when plugged into a power source to charge and melted the usb cable inside the usb port. The customer¿s blood glucose level was 126 mg/dl. Reportedly, the customer used an alternate insulin pump for insulin therapy.